Event description:
It was reported that the pacemaker exhibited premature battery depletion. The device was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature discharge of battery could not be confirmed. The pacer was received in normal working conditions with battery voltage at end of life (eol). Electrical and mechanical analysis performed, indicated normal device functionality. The implant duration exceeds the projected longevity based on average monthly current indicating normal battery depletion.